Event description:
A customer reported encountering a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the customer successfully followed the guidance, resolving the issue and starting their sensor session without further errors.